Event description:
Customer reported a power source alert related to their insulin pump. There was no reported impact on the customer's blood glucose levels. Customer attempted various troubleshooting steps, such as using different charging cables and adapters, but the issue was unresolved. Tandem technical support decided to replace the pump, instructing the customer to use multiple daily injections (mdi) as a backup therapy. The customer was also given instructions on putting the pump into storage mode and returning it using a pre-paid label.